Event description:
It was reported that approximately one week after implant the patient was hospitalized for possible pocket infection. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, (B)(6) 2014. (B)(4).